Event description:
It was reported that the stent foreshortened. A 7x40x130 innova self expanding stent was selected to treat a lesion during a peripheral angioplasty procedure. Once the stent was deployed it was observed that the stent dramatically foreshortened on the proximal end. Additional stenting was required to fully cover the lesion. The procedure was completed without further complications and the patient recovered and was discharged. Additional information reported that there was no difficulty in the deployment. The stent shortened 1/2 cm. The lesion was 98% stenosed in the highly calcified mid superficial femoral artery (sfa). The lesion was pre-dilated.

Event description:
It was reported that the stent foreshortened. A 7x40x130 innova self expanding stent was selected to treat a lesion during a peripheral angioplasty procedure. Once the stent was deployed it was observed that the stent dramatically foreshortened on the proximal end. Additional stenting was required to fully cover the lesion. The procedure was completed without further complications and the patient recovered and was discharged.